Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model z9002, was implanted, it was removed and a vitrectomy was performed. Additionally, it was reported there was possible prior trauma to the eye and that the lens was removed because the capsular bag collapsed due to zonular defects. The patient is doing well but still has corneal edema. Same model lens and same diopter (z9002 21.0 diopter) was used as a replacement lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was received cut in half. The condition of the returned lens is consistent with a lens that had been removed from the patient's eye. Based on the initial report, there is no indication of a device problem. Therefore, the reported event could not be verified. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review did not identify a non-conforming unit being released. A search revealed no exception reports or nonconformance reports were related to the reported issue. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.